Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 voltage. A review of the share logs was performed and signal loss over 3 hours was found within the investigation window.

Manufacturer narrative:
(B)(4).